Manufacturer narrative:
The software analysis was completed, determining the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Fdm, fdr, and fdc codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the software was reinstalled. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the disc gave the manufacturer representative an error which stated it exceeded system resources. The scan was from a zoran scanner with 324 slices. Exam folder was very low and they were using unstructured. This occurred twice in the last week. The rep called back in and every previously loaded patient on the system was flipped ap ("front" of the model was the back of the patient's head), including an exam that was loaded the previous day successfully. Additionally, the brightness/contrasthad also changed and the 2d views showed just white until they adjusted them. Technical services had the rep delete and reimport a patient from a known working cd and the same issue occurred. No patient was present at the time of the event.